Event description:
Patient underwent brain surgery. Upon closing the incision, md noticed that he could not sew incision anymore, because the head seemed to have fallen in the mayfield. Second md immediately held patient's head and neck midline, and other md unscrewed remaining mayfield head pins. Mayfield was removed from bed, and head of the bed was applied to the bed. Patient was assessed, and attending md notified and aware. Patient was repositioned, reprepped, and redraped.